Event description:
(B)(4). The dealer reported that the tdxsp custom power wheelchair was hit and the walking beam and related parts got bent. There was no injury reported.

Manufacturer narrative:
(B)(4) . Only one MDR report will be submitted for this event, although four different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).